Manufacturer narrative:
Add'l PMA/510(k): p040024.

Event description:
This spontaneous report of a non serious, unlabeled event (telangiectasia) is being submitted as a 10 day report. A health care provider reported that a (B) (6) female pt received injections of restylane injectable gel (injectable dermal filler) into the nasolabial folds on an unspecified date in (B) (6) 2007. Medical history and concomitant medications were not reported. On an unspecified date in (B) (6) 2007, the pt experienced a small broken blood vessel on the left nasolabial fold that the physician diagnosed as telangiectasis (telangiectasia). Treatment included ipl (intense pulsed light) laser that was started on (B) (6) 2007. As of (B) (6) 2008, the event was recovering. The lot number and exp date were not reported.